Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy during night drain five, the patient's ultrafiltration reading was 2600ml, which indicates that the home patient (hp) drained 2200ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.